Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine(2000mcg/ml at 137) via an implantable pump for spinal pain indications. It was reported that the patient reported to physician that their pump was causing pain at the pump pocket site. No known factors have led to the issue. No troubleshooting was performed . Surgery was complete to move the pump to a different site. The issue was resolved at time of this report, the patient status was alive no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was transferred due to the patient stating that the pump and catheter were explanted on (B)(6)due to 'not working right.' The patient stated 'I wish it would've worked. I don't think when the pump was moved to a different location, I don't think they moved the leads, catheter I mean, to where it would work right. It wasn't doing what it was designed to do - help with my abdomen and back pain, so it was causing me to fall. I want to say (B)(6) or (B)(6)2021 the pump was moved from my back - the battery - was moved from my back and to my side. The pump was shifting and I would feel a slicing feeling every time it'd move - like it wasn't tacked down right. It started moving, so about 6-8 months after implant it was moved to in between my left hip and left rib cage. The implanting physician didn't want to put it in my belly due to having ostomy surgery. I regret it because the tacks were so big that I'd have to adjust my belt to go underneath my rib cage. The explanting healthcare provider (hcp) performed the explant at a private surgery center. When I got with the explanting hcp, they said they didn't want to do the surgery because another doctor put it in, but then they did. They said why did the implanting physician not put it in the belly? They were mad because the implanting physician put it in my side. Somewhere along the line the implanting physician didn't want to do that because a patient damaged their drug pump, therefore they quit putting the pumps in the front to where patients could have access to it and tamper with it. But, it was almost instant - within a week or two weeks after the pump moving surgery, I knew I'd have issues. I knew the implanting physician wouldn't move it again and it'd create more issues with my ostomies. So I dealt with it - that's better than having another surgery. But I continued having issues with the pain shooting down my left side and left leg, so it'd go numb and I'd fall. It was like it wasn't even implanted.' When the manufacturer's patient services specialist (pss) inquired pump drugs, pt stated 'morphine and bupivacaine. When I transferred from the implanting physician to the explanting physician, they burned it down to half of what it was and I was still falling. It wasn't because of the pump, it was because of the lead from my pelvic health stimulator was behind it. So the slicing wasn't the pump, it was the other lead. Because now that the drug pump and the lead and the battery pack are gone, I'm still continuing to have that slicing feeling in my back and it drops me to my knees when it shoots down'.